Event description:
It was reported that a non-specific lead warning was observed on the implantable pacing lead post-implant. No further information was available. The lead remains in use. No patient complications have been reported as a result of this event.